Manufacturer narrative:
This event was determined to be supplemental to MFR. Report#: 2916596-2024-01178. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chronic low flow alarms despite a low flow software adjustment that was performed for known pump malposition. The patient was transplanted on (B)(6) 2024. Evaluation of the pump was requested, and the patient would like the pump returned. The patient was not elevated on the transplant list due to low flows and the patient was asymptomatic at the time of the low flows. Related MFR number: 2916596 -2024 - 01178.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings were submitted under MFR # 2916596-2024-01178. No further information was provided. The manufacturer is closing the file on this event.